Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® blood collection tubes for microbiological study experienced a cracked tube, leakage, and blood pooling in the stopper well after use. The following information was provided by the initial reporter: material no. 364960 batch no. Unknown. 7/16/2019- reached out to customer via phone to clarify complaint information: customer stated they received the package with the broken shipment and stated they have previously received boxes like this but have not reported the problem and is unaware of dates of event or lots affected. Customer also stated for the incident on 7/11/2019 (one of the nurses put the label on and the tube started leaking around the top near the edge/where the yellow stopper goes) she is unware of the lot number, no adverse events. Email: the research facility quality assurance team called the customer and the customer stated that yesterday ((B)(6) 2019), they used the product to draw a patient¿s blood. One of the nurses put the label on and the tube started leaking around the top near the edge/where the yellow stopper goes. The customer does not know which lot or shipment it came from. Allegation: customer was drawing blood and the tube exploded breaking the glass into fragments on the nurse and spilling the blood on her.

Manufacturer narrative:
PMA/510(k) #: preamendment. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® blood collection tubes for microbiological study experienced a cracked tube, leakage, and blood pooling in the stopper well after use. The following information was provided by the initial reporter: material no. 364960 batch no. Unknown on 7/16/2019- reached out to customer via phone to clarify complaint information: customer stated they received the package with the broken shipment and stated they have previously received boxes like this but have not reported the problem and is unaware of dates of event or lots affected. Customer also stated for the incident on (B)(6) 2019 (one of the nurses put the label on and the tube started leaking around the top near the edge/where the yellow stopper goes) she is unaware of the lot number, no adverse events. Email: the research facility quality assurance team called the customer and the customer stated that yesterday ((B)(6) 2019), they used the product to draw a patient¿s blood. One of the nurses put the label on and the tube started leaking around the top near the edge/where the yellow stopper goes. The customer does not know which lot or shipment it came from. Allegation: customer was drawing blood and the tube exploded breaking the glass into fragments on the nurse and spilling the blood on her.